Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep hernia repair. According to the reporter: dr (B)(6) was assisted by mr (B)(6). Dr (B)(6) placed the kidney shaped spacemaker into the pt's body and inflated the dissection balloon when he thought he had felt the pubic bone. After he removed the dissection balloon from the spacemaker, he inflated the structural part of the spacemaker. He also inserted two pediports. When the camera view was established, there was substantial amount of blood in view on the screen. When the blood was cleared by the irrigator, the urinary catheter was in view through damage to the bladder neck. After discussions with an urologist at (B)(4) hospital and (B)(6) hospital's senior consultant (dr (B)(6)), dr (B)(6) proceeded to drain and close. After some difficulties, the structural balloon was removed. Covidien employee, (B)(4) was present during the initial part of the procedure and also when the surgeon was closing up the pt. Corrective action taken relevant to the care of the pt: pt was transferred to (B)(6) health under the care of the urology dept. Pt outcome. Not advised by hospital...